Manufacturer narrative:
E.3. Other occupation - lead pharmacy technology resources /340b/carefusion/bmv. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was asking password even after reboot and offline in remote support service. A field service engineer verified the issue and confirmed the device was on a blue password screen, powered down the pyxis unit, reseated the hard drive serial ata cable (sata), and cleaned dust from the e-drawer, rebooted the device, which then came back online successfully, identified that the scanner cradle had detached, repaired and secured it properly, and rebooted the system again, completed firmware updates, tested functionality using the hardware test application, and confirmed proper operation through inventory testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was asking password even after reboot and offline in remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.